Event description:
It was reported that the lead(s) was/were dislodged in (B)(6) 2025. It was not specified which lead or leads were dislodged. A lead revision was completed on (B)(6) 2025. While unscrewing the right atrial lead during the procedure, the setscrew and a washer were released from the device header. It was not specified which product caused this issue. The pacemaker was replaced. The leads remained in use. There was no further adverse consequence to the patient. Patient code: 4580. Device code: 2923. Reference report# mw5174421. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).